Event description:
It was reported there were impedances greater than 40,000 ohms on all. The reporter had taken impedance measurements while sitting and standing. The stimulation was reported as intermittent. The change in stimulation started with in the past week or so. The patient could feel stimulation while leaning forward but loses stimulation when leaning back. The patient reported no falls or heavy lifting. X-rays were taken and came back negative for any visible breaks or connection issues. The cause of the high impedances had not been determined. The patient was getting intermediate stimulation with high amplitudes. They were waiting on the next step from the doctor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 97791, lot# n391114, implanted: (B)(6) 2013, product type: accessory. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 201, product type: lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 97791, lot# n391114, implanted: (B)(6) 2013, product type: accessory. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
Additional information received reported that a revision was done on (B)(6) 2015 where both leads were replaced. It was noted that both old leads were bent 90 degrees behind the bumpy anchor when the patient's back was opened up. The existing battery was still used. The patient had normal impedances and was getting good coverage.